Manufacturer narrative:
The reported malfunction was confirmed during visual inspection of the returned device. The distal tubing was separated from the main shaft of the catheter, exposing the inner coil. The distal section still remains connected to the main body via the inner wires. The design also contains a safety wire, so there is no risk of complete detachment if the failure were to recur. Microscopic analysis of the failure shows that there was glue present both the distal tubing and the main shaft. Review of device history record found that no anomalies or deviations occurred during manufacturing. Review of labeling found it to be adequate. There were no similar complaints found for this lot number. (B)(4). A potential effect of the failure mode during use is cardiac structure or blood vessel pinching, fluid ingress, exposure of internal materials, and loss of torque. Since it was reported that the device failure was discovered during unpacking, there was no risk to the patient or user. The potential root cause of the failure mode is excess tensile force. The failure occurred some time during shipping and handling, after final product release. No information is available on what tensile stress the device may have experienced prior to failure, if any. Our review and analysis of all available information failed to indicate a definitive root cause.

Manufacturer narrative:
The device was never used, problem found during unpacking.device evaluation in progress. A follow up report will be submitted when evaluation is complete.

Event description:
It was reported to bsc, "the proximal and distal sheath weld separated and now the (internal) steel coiling wrap is exposed. Grabbed another of the same and completed the case."

Event description:
It was reported to bsc, "the proximal and distal sheath weld seperated and now the (internal) steel coiling wrap is exposed. Grabbed another of the same and completed the case."